Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag had foreign matter inside. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection under magnification was performed and revealed a light colored particle approximately 2.4mm long. Fourier transform infrared (ft-ir) spectroscopy determined the particle was composed of a acrylonitrile/butadiene/styrene (abs) copolymer. The white component on the end of the long port tube on the container was also determined to be composed of abs however the component was intact with no apparent material missing therefore it could not be conclusively determined that the component was the source of the isolated particle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.